Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows that the user did not perform the energy check as recommended. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile (right eye). The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during canal cut. So the reported issue is not caused by the system or the used patient interface. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment with a new patient interface and finished the treatment without any problems. The thickness of the flap was that is thinner (115 m) than the recommended flap thickness (130 m). No technical root cause could be identified. The system was working within specification. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the patient interface (pi) lost suction after the laser fired during a lasik procedure. The procedure was completed. Additional information has been requested.